Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system separator 5 (sep5). During the procedure, the physician made one pass using the sep5 within an indigo system cat5 aspiration catheter (cat5). Upon removal of the sep5, the physician noticed that the tip of the sep5 had become partially unraveled. The procedure was then continued using a new catheter. There was no report of an adverse effect to the patient.